Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 problem with the product occurred during the cauterization of the fascia with the clamp. The power was 3 and was not increased, but in the middle of the forearm (the patient was quite corpulent and muscular) the forceps stopped working. More specifically, the sound of the activation of the clamp was active, but the energy released was probably not enough and could not produce enough heat to cut the tissue; hospital extracted the forceps, it was very dirty and blackened in the "active" portion, hospital gently cleaned it with a wet gauze, soaked in cold physiological and tested on a dry gauze where it seemed the device didn't work. Re-inserted into the patient behaved the same way: by stapling little tissue began to work and then stopped again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: age: changed to (B)(6) years old; device was evaluated by mfg. Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of charred tissues were observed on the jaws. On microscopic inspection, the heater wire was observed to be flexed away from the middle part but remained attached at the tip and at the base. The silicone insulation on both cold and hot jaws were intact with no cracks nor peeling. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. During the pre-cautery test, it produced steam and audible beeping sound during five (5) 3-second activations. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. An activation and transection capability test were performed over five (5) repetitions using "max life test method" (bacon test). The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.688 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle switch was released. Based on the returned condition of the device and the results of the investigation, both reported failures "failure to cut" and "intermittent continuity" were not confirmed. The analyzed failure "material twisted/bent" was confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 problem with the product occurred during the cauterization of the fascia with the clamp. The power was 3 and was not increased, but in the middle of the forearm (the patient was quite corpulent and muscular) the forceps stopped working. More specifically, the sound of the activation of the clamp was active, but the energy released was probably not enough and could not produce enough heat to cut the tissue; hospital extracted the forceps, it was very dirty and blackened in the "active" portion, hospital gently cleaned it with a wet gauze, soaked in cold physiological and tested on a dry gauze where it seemed the device didn't work. Re-inserted into the patient behaved the same way: by stapling little tissue began to work and then stopped again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.